Event description:
A physician attempted arteriotomy closure using the starclose device. After firing the clip, the wings of the starclose device did not completely close and the open wings were visible. The physician removed the device and hemostasis was achieved with the starclose clip. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the device, the returned device showed a pusher body to shaft nylon joint bond failure. Review of the device history record for this lot did not produce any findings attributed to this incident.